Event description:
Customer reported pump screen remained dark and would not turn on, which prevented them from checking if the led was blinking. Despite various troubleshooting efforts¿including ensuring the pump wasn¿t plugged into a power source, using different adapters and charging cables¿the t:slim x2 pump battery would not charge, and no power source alert was visible due to the screen being dark. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, advising the customer on using an updated pump with a g7 sensor and ensuring uninterrupted insulin delivery using mdi therapy. Customer was instructed to return the problematic pump with a pre-paid label, and acknowledged the steps needed to set up the replacement pump, including contacting a staff member for assistance.